Manufacturer narrative:
It was reported that a patient underwent a persistent atrial fibrillation (afib) pulmonary vein isolation (pvi) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the issues of a hemostatic valve separation and air flowed back into the side port occurred. The bwi product analysis lab received the device for evaluation on 4/20/2021. The device evaluation was completed on 4/30/2021. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and a cool flow pump of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the vizigo sheath and the flow pump was tested and no issues were observed, no malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The event date received was (B)(6) 2021. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Event description:
It was reported that a patient underwent a persistent atrial fibrillation (afib) pulmonary vein isolation (pvi) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the issues of a hemostatic valve separation and air flowed back into the side port occurred. After mapping was completed and the physician wanted to exchange the catheter, he recognized air bubbles while aspirating carefully. Used a new carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium in this case. The physician used two sheaths. One fixed "sl1" and our deflectable vizigo. For the transseptal, he used the sl1 sheath. The transseptal itself was a little bit tricky because the septum felt to be very hard to get through it, although the transseptal was finished without any complications. For mapping and the ablation later on, the deflectable carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was used. The physician pulled the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium through the same transseptal carefully without any troubles. The whole mapping was performed via the pentaray and carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium without any issues. But after mapping was completed and the physician wanted to exchange the catheter, he recognized air bubbles while aspirating carefully. At this time the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was in the right atrium and pentaray catheter was removed already. The physician asked the reporter to come over to the operating table to see it. The physician started aspirating again, air bubbles were seen again in between the blood and inside the transparent tube, which was thought to have come in through the hemostatic valve. After exchanging the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, the issue resolved. The procedure was successfully completed. No patient consequence was reported. Follow up information was received. Air was not being introduced into the patient. The physician tried to seal the hemostatic valve by pressing against it with his disposable gloves, while aspirating. It got a bit better, but he was not satisfied and replaced the sheath. The hemostasis valve did not break into two or more separate pieces and the hemostatic valve did not become detached from the sheath. It is unknown if the patient exhibited any neurological symptoms since the procedure was completed. The hemodynamics were not compromised due to bleeding because there was no blood loss. There was no medical intervention required. The event was reviewed and it was assessed as MDR reportable for the hemostatic valve separation and air flowed back into the side port malfunction issues.